Event description:
It was reported by the customer that a pyxis medstation system had a smart remote manager will not allow to access. The customer reported that the pyxis refrigerator occasionally becomes unresponsive, preventing the retrieval of medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager intermittently locked, not allow to access. A field service engineer replaced smart remote manager latch and glycol probe to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.